Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In 2007, the pt was seen by a company rep for device eval. Testing performed confirmed the device was no longer functioning. Surgery to explant the pt's cii device is to be scheduled.